Event description:
This (B)(6) female with history of 2 month nicu stay for nec (necrotizing fasciitis) complicated by colonic stricture and ileostomy placement, was readmitted on (B)(6) 2015 for revision of ileostomy that was uncomplicated. However, the pt received a supra-therapeutic dose of il (intralipids); il 20% programmed to infuse at 2.5 ml/hr over 20 hrs and was started at 21:00 on (B)(6) 2015. At 6:00 on (B)(6) 2015, the 250 ml bag was noted to be dry. The infusion was immediately stopped and the pt was transferred to the picu for monitoring secondary to lethargy and abnormal laboratory findings. She was monitored for signs of ards, seizures, lactic acidosis, hepatomegaly and thrombocytopenia without findings. Interrogation of the pump confirmed the pump was functioning and was set appropriately.